Manufacturer narrative:
Correction manufacturer report number: 3006705815-2022-00215. Reporting will be done under manufacturer report number 3006705815-2022-00215.

Event description:
It was reported the patient experienced stimulation in the wrong location. Surgical intervention took place wherein the lead was explanted and replaced to resolve the issue.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.